Event description:
It was reported that after pre-dilatation with a 2.5 x 08 mm trek balloon, the 3.0 x 15 mm xience v stent was successfully deployed with one inflation at 15 atmospheres for 30 seconds. The lesion was on a bend in a mildly tortuous right coronary artery. After deployment of the stent, there was difficulty getting the proximal end of the balloon deflated. The device was re-prepped inside the patient and the balloon ultimately was able to be completely deflated and the stent delivery system was removed from the patient. There was no clinically significant delay in procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the distal shaft and contrast in the inflation lumen and balloon, consistent with preparation and use of the sds in the patient anatomy. The balloon was folded flat. There were multiple bends in the hypotube. The indeflator and stopcock used during the procedure were returned. There was no damage noted to the stopcock or indeflator. Factors which can contribute to deflation issues include, but are not limited to, lesion characteristics, patient anatomical morphology, pre-dilatation strategy, deflation technique, inadequate connection to the indeflator, or contamination in the inflation lumen. The overall total length of the sds was measured and met manufacturing criteria. The returned indeflator, filled with renografin 60 diluted 1:1 with water, was used to pressurize the sds to the rated burst pressure (rbp), to measure the deflation times. The reported difficulties were unable to be confirmed as the deflation times met manufacturing criteria. The balloon deflated flat every time. It was reported the stent was deployed in a lesion which was on a bend in a mildly tortuous anatomy, which may have contributed to the reported difficulties. It is possible the tortuous anatomy narrowed the inflation lumen contributing to the reported difficulty to deflate; however this could not be confirmed. Incidentally, as the noted bends to the hypotube do not appear to have contributed to the reported difficulties deflating the balloon, it is likely that they occurred during packing for return analysis. Further, it was noted the balloon deflated flat, which is not uncommon especially when deflated outside of the patient anatomy. As a search of the lot history record indicated no non-conforming material reports for the lot and a search of the complaint database indicated no related incidents, there is no indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.